Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced low blood glucose levels on (B)(6) 2026 which was managed with orange juice. No further information available.